Manufacturer narrative:
MDR 2432235-2023-00085 was initially submitted on 2023-04-27. Update, 2023-05-08: siemens has concluded the investigation. A customer from outside the united states observed an elevated atellica im high-sensitivity troponin I (tnih) result for one patient which was discordant relative to clinical indications and repeat testing. Quality control (qc) results were within range at the time of the event, and no other samples were identified as affected. Following this observation, there were no other similar observations; there was no on-site service. Siemens reviewed system log files for evidence of fluidics issues which could have affected the sample of interest. No hardware issues were indicated for the reagent probe or the sample probe in association with the discordant test. Additional review of log files indicated the possibility of a leak affecting one fluidics subsystem, but this is not likely to have affected the test in question. This issue has been recommended for attention in future service. While there is insufficient information to determine the cause of the identified discordant result, siemens cannot rule out pre-analytical variables or sample-specific issues affecting the quality of the sample as contributing factors. A product problem was not identified. The customer is operational. Note: in section h6, the codes for investigation findings and investigation conclusion have been updated.

Event description:
The customer reports observation of an elevated atellica im high-sensitivity troponin I (tnih) result for one patient which was discordant relative to clinical indications and repeat testing. An initial elevated atellica im tnih result was obtained for a male patient on (B)(6) 2023. The elevated result (above 99th percentile for males) was questioned by the clinician as inconsistent with the patient¿s clinical picture. The patient was transferred to a sister hospital, where another sample was drawn and tested using the same method, on a different atellica im instrument. This sample produced a much lower result, which was confirmed in additional duplicate testing of the original sample. There were no issues identified with quality control (qc) results; no instrument malfunction was identified. There are no allegations of patient harm, changes in treatment, or delays of diagnosis or treatment resulting from the observed result discordance.

Manufacturer narrative:
A customer from outside the united states reported observation of an elevated atellica im high-sensitivity troponin I (tnih) result which was discordant relative to clinical indications and repeat testing. An initial elevated atellica im tnih result (above the assay's 99th-percentile cutoff) was obtained for a male patient. This result was questioned by the physician, and additional testing was performed at another hospital. A fresh sample from this patient produced a much lower result, which was confirmed in duplicate repeat testing of the original sample (all repeat results below 99th percentile). There were no issues identified with quality control (qc) results; no instrument malfunction was identified. The atellica im tnih instructions for use (IFU) states the following, under limitations: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens is investigating.